Manufacturer narrative:
This is one event for the same pt involving three separate products.

Event description:
The plaintiff's attorney alleged that the decedent was hospitalized for an eval immediately following dialysis treatment on or about (B)(6) 2004. While still admitted, the decedent allegedly experienced a cardiopulmonary arrest and was found deceased on (B)(6) 2004.